Event description:
Event description guidant received information that the patient with this implantable lead had an infrequent loss of capture in the left ventricle. It was suspected that this was due to high threshold values.